Event description:
It was observed that during the device evaluation, the cutting wire of the single use sphincterotome was found to be scorched and melted, as well as fractured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.